Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 82% stenosed, 16mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained a bend between >45 and <90 degrees. Following pre-dilatation using 3.0x20 emerge balloon catheter, a 20 x 3.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted the proximal stent strut was deformed. The procedure was not completed because another of the same device was not available. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. Th outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. The stent has slight damage 8mm from the proximal markerband. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. There was no evidence of any damage or irregularities contributing to the confirmed damage or difficulty advancing. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 82% stenosed, 16mm in length, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained a bend between >45 and <90 degrees. Following pre-dilatation using 3.0x20 emerge balloon catheter, a 20 x 3.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted the proximal stent strut was deformed. The procedure was not completed because another of the same device was not available. No patient complications were reported and the patient's status was stable.